Manufacturer narrative:
This report is being submitted late as the reportability decision was reassessed during the completion of the investigation. Three attempts were made for product return. No product was returned. Therefore the complaint is non-verifiable. The most likely underlying cause of the complaint could not be determined as the product was not returned. The DHR of this product could not be reviewed due to the lot number being unknown.

Event description:
It was reported during the removal of a lower wisdom tooth, while elevating the lower back right wisdom tooth #32 the tip portion broke off. The facility reports the instrument is in good condition, no signs of rust or indication of wear. It was confirmed that all parts were retrieved from the patient and there was no delay that exceeded thirty minutes.